Manufacturer narrative:
D9 - date returned to mfg: 09/03/2025. One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a worn/defective dso seal. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were multiple issues including there was no audible alarm for a downstream occlusion (dso) and there was no occlusion. There was unknown patient involvement, and unknown signs or symptoms experienced.